Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in two pieces. Final analysis found an external insulation abrasion breaching the outer insulation was noted at 9.2 cm to 9.9 cm from the distal end consistent with friction to another implanted device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.